Manufacturer narrative:
Additional information: correction: : device evaluation post market vigilance led an evaluation of one device. The visual inspection of the device noted that the lock collar was broken. The unit balloon, valve seal and obturator, and doors appeared intact. The inflation syringe was not received. Post market vigilance performed functional testing; the device balloon was inflated using a test syringe, no leaks detected. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the broken lock collar may occur when mishandled during clinical application. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information becomes available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, it was discovered that the latch of the trocar was broken when they removed the device from the patient after a laparoscopic surgery for the prostate. There was no patient injury.